Event description:
It was reported that during a myosure procedure for uterine tissue removal, there was a high fluid deficit and the procedure was aborted. The physician "was not going to hospitalize the patient, and felt the patient was fine". The patient then started to exhibit signs of "fluid overload such as tachycardia, shortness of breath, leg swelling and all vitals were fine". The physician did not suspect a perforation. No medical intervention was required. On (B)(6) 2013, it was reported the patient was discharged after the procedure.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacturer date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4).